Manufacturer narrative:
Conclusion - the complaint describing an insufficient sticking of the self-adhesive patch cannot be verified, the head set meets product specifications. Result no samples were returned for investigation however the reference samples were visually inspected on the cannula and adhesive tape. All test results were within specifications. The problem mentioned by the customer could not be reproduced. Device was not returned.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in a supplemental report.

Event description:
Patient's mother reported the cannula of the infusion set is not sticking to the skin. Mother stated the concern occurred with 4 samples which after a few hour of use already began to not stick to the skin. Mother reported the infusion device is not delivering enough insulin to the patient. No further information is available. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged infusion set for evaluation.